Manufacturer narrative:
PMA/510(k) # k172288. Investigation evaluation: our evaluation of the product said to be involved identified damage to the distal tip. A visual inspection of the catheter was performed, and the distal tip of the device appears to be distorted/damaged. It is not known at what point the distal tip became distorted/damaged. No section of the sphincterotome device appeared to be missing. The distal end of the device responds to handle manipulation. A clear liquid was present in the catheter. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device identified damage to the distal tip. This damage was not identified by the user. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome. It was initially reported that the physician detected the cutting wire tip orientation was not in the right position during the ercp stone removal procedure. This malfunction is captured under a cmrn (B)(4), our evaluation of the returned device on 03/16/2023 determined that the tip of the catheter had been damaged [subject of this report, not covered under gen2001551]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.